Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received a35 alarm prior to rewind preventing rewind to be initiated. Unable to perform the displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm due to motor test failed at motor encoder signal out of phase. Pump history download using thds was successful. However, there is no data available on (B)(6) 2020), unable to perform data analysis for no excessive no delivery/occlusion alarm complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Unable to verify no excessive no delivery/occlusion alarm due to a35 alarm. A35 alarm during rewind due to motor encoder signal out of phase. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump occurred no delivery alarm repeatedly. When they used the loaner pump there was no delivery alarm. The event involved product(s) mmt-712ews. Troubleshooting was not performed. Mmt-712ews was requested and customer response was the device was been returned for analysis.